Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in the correct position resulting in mild paravalvular leak (pvl). It was suspected the pvl was due to calcification from the left coronary cusp into the left ventricular outflow tract (lvot). Two post implant balloon dilatations were performed under rapid pacing, but each time, the balloon moved into the left ventricle. The third attempt at dilation was successful. After the balloon dilations, severe central aortic regurgitation was confirmed by angiography and echocardiogram. Subsequently, a larger non-medtronic valve was successfully implanted resulting in minimal pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.